Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that there was a type iii endoleak, fabric in one of the iliac limbs. The endoleak was successfully relined with an endurant limb and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (cause is unknown). Conclusion: (cause is unknown).